Manufacturer narrative:
Other applicable components are:product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that something was not acting right with their ins's. The patient reported that they had taken a nasty fall in november and they "hit there right there where the one in their arm is connected." The patient also stated that they " hit the other area." The patient stated that the devices have not been working quite right since, but the patient didn't pay much attention as they just thought it was them. The patient stated that it has gotten worse and that it is literally not working, when it is not on it feels like it is in the left arm, so that may be a reason for pain, but for their leg it's not even working. The patient thinks someone needs to check them out to make sure they are connected and didn't break anything. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.